Event description:
It was reported that this device battery was suspected to be prematurely depleting. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.